Event description:
A patient reported, their teeth have moved. And been replaced by deep pockets of bacteria preventing bone from regrowing. The periodontist said, they need surgery or will lose some teeth.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.